Event description:
On (B)(6) 2014, the health care provider (hcp) contacted animas stating that the temp basal program was not working on the pump. The pump reportedly would be set to the correct temp basal rate and after selecting, ¿go¿ on the pump the rate would not be correct after it was checked. The patient reportedly experienced a blood glucose (bg) value of 28.0mmol/l and the hcp requested that the pump be replaced. It was noted that the patient had tonsillitis at the time of the reported incident and was treated via on penicillin. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged temp basal issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.